Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during use, the product exhibited issues such as failure to dispense liquid, blocked air vents, and the syringe detaching immediately after being screwed on; four units were affected.

Manufacturer narrative:
One mz1000 china sample was received in opened packaging from lot 25085184 for investigation; no connecting product was returned to aid the investigation. The customer reported that "the product was used in such a way that it did not go away, the venting did not work, and the syringe collapsed as soon as it was screwed on". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. When subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe, the customer's experience was confirmed, as an occlusion was observed. However, when a three-way stopcock was connected to the maxzero, free-flow was observed. The details of this feedback were forwarded to the manufacturing site and the supplier of the maxzero piston for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component, it was identified that the components were within specification. However, in order to confirm the root cause of the customer's experience of occlusion, further investigation will be performed by the manufacturing plant and the supplier of the piston in order to reduce such instances during future production. A review of the production records for lot 25085184 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, since the manufacture of the affected product, the moulding of the piston has been transferred to an alternative manufacturing facility; to date, no similar reports have been received from production from this facility. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.